Event description:
It was reported that there was oversensing on the right ventricular lead. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Performance data collected from the device was analyzed and revealed oversensing, with 11 - ventricular nst<=210 ms between 28-sep-2011 18:35:14 and 29-sep-2011 21:39:31. It also revealed interference/noise, with a ventricular short interval count v-sic=141.3 counts avg/day, in 2.46 days, between 28-sep-2011 01:18:14 and 30-sep-2011 11:23:40.